Manufacturer narrative:
Based on the repair technician statements, investigation determined that the failure was a pdm das cpu hardware failure. The failed das hardware was replaced.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a defective defib sync connection on the pdm. There was no reported patient consequence related to this issue.